Event description:
I required surgery due to ruptured dow corning textured 350 cc breast implant. Upon removal, it was discovered one implant had a frank rupture and the other had lost approximately 1/2 cup of silicone due to gel bleed. There was also significant scar tissue attached to the right breast, running under my armpit. It was described as having a "tail-like" appearance, and had been causing me significant discomfort and pain prior to my explant. The oddest thing is that I had developed pretty severe year-round allergies and asthma within three months of getting the implants put in. Both conditions resolved within 6 months of having them out, and I have not been ill from either since that time.